Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that after programming, group b "disappeared". They spent a good amount of time programming group a and b, but as soon as they finished and switched to the patient's device, group b was gone. Rep reinterrogated with the clinician programmer, and group b is simply missing from the device. To clarify, it is not that the group b shows as blank, but rather the programmer shows group a and group c but group b was not even shown at all. Rep noted they reprogrammed the device and copied the group program as group f. The issue has not been resolved. Rep provided reports and logs. Rep indicated they would send any further information as they become aware.